Event description:
A (B)(6) male pt called zoll customer support to report frequent check therapy electrode pad messages. The pt received a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (frequent check te pad messages) was confirmed. As received, the electrode belt failed incoming functional testing including a pulse lead hi-pot test and te fall-off test. The cause of the failure is a defective esd700. Pin 2 on esd 700 was found to be out of tolerance. The root cause for the out of tolerance pin cannot be positively identified. No adverse event resulted from the defective component. The patient received a replacement electrode belt.